Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: a review of the pump¿s history verified. A 0.9 unit bolus performed on (B)(6) 2011 at 2:26 pm. No insulin delivery interruptions or pump malfunctions observed in the pump¿s history. A review of the pump¿s settings confirmed the insulin on board (iob) was set to 2.5 hours. Using patient settings, a 0.9 unit bolus was performed, the iob was functioning properly. After 2.5 hours the iob was 0.

Event description:
It was reported that the pump's insulin-on-board (iob) calculation was incorrect. A family member reported that the iob remained active more than three hours after a bolus was delivered. She confirmed that the pump's iob setting is programmed for 2.5 hours. The family member reported that on one occasion the patient bolused 2.8 units at 11:08am and 0.9 units at 2:46pm; the iob was 0.37 units at 4:42pm but she alleged that it should have been 0.0 units. The family member stated that she noticed the discrepancy and that no errors in bolus delivery were made. No additional details were obtained regarding intervening and/or unconfirmed alarms.

Manufacturer narrative:
There is no adverse event associated with this complaint. The user's guide repeatedly instructs patients and caregivers that the bolus calculation is to be viewed as a recommendation only. The pump is designed intentionally with a bolus delivery feature by which the patient is required to input the desired bolus based in part on the pump recommendation prior to delivery. The use of the iob in the bolus calculation is one of the optional advanced features of the pump. The health care provider prescribes and programs this feature, and instructs the patient how to use it. A family member confirmed that she used the feature appropriately and disregarding the iob when it appeared to be incorrect. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).